Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when pulling the 5f mynx grip vascular closure device (vcd) back to the second stop the non-cordis sheath came out of the femoral artery and it started to bleed. The deployer then deflated the balloon and held pressure. The deployer is unsure if the balloon lost pressure. Hemostasis was achieved via manual compression held for 28 minutes. There was no reported patient injury. Excessive tension was not applied to the device (as indicated in the tension indicator). There was no scar tissue present in the vicinity of the puncture site. There was not multiple sheath exchanges prior to the use of the mynx device. Patient¿s groin site was good when patient left the room. The mynx vcd was used in an interventional procedure. The mynx vcd was stored and prepped according to the instructions for use (IFU). The balloon was tested prior to insertion into the sheath. The device was purged of air during prep. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter was verified to be greater than or equal to 5 mm in diameter. There was neither vessel tortuosity nor any presence of pvd/calcium in the vicinity of the puncture site. The procedure used a retrograde approach and a non-cordis 8fr sheath was used. The deployer is mynx certified. The device will be returned for analysis.